Event description:
It was reported by a relative of the patient that her mother has experienced "breathing problems, and requires another catheterization" since the 3.50x12mm taxus express2 drug eluting stent was implanted. No further information was available.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 8296841 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. There are no similar complaints of this nature related to this batch number.